Event description:
It was reported the right atrial (ra) lead impedance had gradually decreased to 320 ohms where it was stable and there was intermittent atrial undersensing observed. It was noted that the threshold was normal and stable. The physician elected to cap the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.